Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported the infusion device does not properly display w1 (cartridge low) warning and e1 (cartridge empty) error. She stated the infusion device showed 26 units of insulin remaining in the insulin cartridge and the insulin cartridge was empty. Her blood glucose elevated to 230 mg/dl and she changed the accessories and bolused to lower her blood glucose. Her normal blood glucose level is 100 mg/dl. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.